Event description:
Reportedly, the pt was admitted to the hosp and an external defibrillation shock was necessary. Then the physician observed asynchronous pacing and interrogation failure of the pacemaker involved in this MDR report. Emergency programming was performed but no change in pacing was visible (still asynchronous). In addition, no magnet response was observed. The device was replaced and returned for analysis.

Manufacturer narrative:
This event concerns a device that was mfg and used outside the united states. Analysis is pending.